Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and corrected the problem by replacing the spo2 board. Unit was safety tested to factory's specifications.